Event description:
Customer experienced sporadic issue with creatinine results. Discrepant results for one patient were provided. Initial result 3.5 mg/dl. Same sample repeated gave 0.8 mg/dl. Upon review of patient data, the customer determined the initial result was erroneous, had the sample repeated and sent a corrected report. No information was provided by customer as to the resulting treatment or the patient's current condition.

Manufacturer narrative:
The field service representative determined the sample probe was the cause and replaced the sample probe as well as r1 and r2 probes per customer request. He ran horizontal and vertical probe checks, controls and precision check, all ran ok. He was unable to reproduce the issue.